Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-03240. Related manufacturer reference number: 2017865-2020-03244. Related manufacturer reference number: 2017865-2020-03247. It was reported that the patient presented in the emergency room with an infection. Patient was recently implanted with a new device for an upgrade procedure. The entire system was explanted. The patient was stable post-procedure.